Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the corner of the package was open. Additionally it was observed that the correct outline and transfer of adhesive was present on the packaging. It was concluded that this complaint is not related to manufacturing process or product specifications. The issue was potentially associated to the handling by the patient; however, a definitive cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging for a minicap was open. This was observed before use. No additional information is available. This is report 9 of 13.